Event description:
The customer?s biomedical technician reported on (B)(6) 2009 to the service depot a colleague infusion pump with a malfunction of an 808:02 failure code. The event was reported to have occurred on (B)(6) 2009 during patient therapy in the general patient ward. According to the hospital representative, therapy was stopped; however, no patient injury or medical intervention had been reported related to the device. There is no additional information available.the software version for this device is currently not known.

Manufacturer narrative:
(B)(4). The device has not yet been received for evaluation of interruption of therapy. Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.